Event description:
It was reported that during implant attempt, there was a questionable problem with the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the surescan pas study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.